Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl resulting in requiring assistance; bg cause unknown. Customer declined to further troubleshoot with tandem technical support.